Event description:
The customer noted that after 4-5 hours of using the pod, his blood glucose levels read "high". Upon removal of the device, he noted that apparently the needle mechanism had not actuated. No further issues were reported. The device is being returned to the manufacturer for evaluation.

Manufacturer narrative:
The returned device was evaluated for the reported problem. It was confirmed that the needle mechanism did not deploy and fully extend the cannula into the subcutaneous tissue. This was due to a manufacturing defect. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.